Manufacturer narrative:
Device power up properly after battery installation. No blank display or missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 393 mg/dl. The customer reported that the insulin pump was exposed to extreme heat of 100 degree f to 107 degree f. The customer was assisted with troubleshooting for partial display. The customer was advised to correct the time and check if it does advance. The customer was unable to do self test because device will always turn on blank screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.